Manufacturer narrative:
.

Event description:
Procedure type: laparoscopy. Pt gender: unk. According to the reporter: while removing the port from the pt the cover from the head of port detached leaving the blade uncovered. This occurred at the end of the procedure and no complications were reported. There was no report of pieces falling in the surgical cavity, or surgery time extension. No pt injury was reported.